Event description:
It was reported, this valve was explanted approx 10 1/2 years postoperatively, due to a paravalvular leak with no other significant valvular pathology. The pt also experienced recurrent peripheral embolic events following implant. The valve was replaced with a 27 mm sjm biocor valve that was reported to be functioning well with no paravalvular leak or stenosis.